Event description:
The patient presented with hemiplegia, no fever or wound issues. CT showed edema along lead. The leads were explanted due to infection before the stage 2 implant procedure could occur. It was noted that the patient had a depressed immune system. They had gone through a lot of discussion with the patient and infectious disease before the implant weighing the risks/benefit ratio and had then decided to go ahead with the implant. Hemiplegia slowly improved after explant and antibiotics. See also manufacturer's report # 6000153-2010-04343.

Manufacturer narrative:
(B) (4).